Manufacturer narrative:
(B)(4). Firing knob, damaged slip block assembly. Additional information requested: did the third device staple? If yes, was the staple line complete? Did the third device cut? If yes, was the cut line complete? Please describe what part of the device broke? Did any pieces fall into the patient? If yes, were all pieces removed? Will all pieces be returned with the device? If no, how were the disposed of? How much blood was lost (ml)? Did the patient require a transfusion? Did the patient¿s post-op care change as a result of the bleeding? What is the patient¿s status? The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 9 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an undo of an ileostomy procedure, they had to use three devices. The first two staplers didn't fire at all. The third stapler moved a few millimeters and broke because of the force that was used to fire the stapler. Bleeding was the result. Suture was used to complete the procedure.